Event description:
During a device implantation procedure, the set screw of the device could not be tightened. A different device was used instead. The patient was stable.

Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory. The set screw inset was found to be completely stripped due to debris from the septum, resulting from the improper insertion of the torque wrench. The torque wrench could not engage the set screw due to the stripped hex inset. The device was tested on the bench and no anomalies were found.